Event description:
The customer reported falsely decreased sodium (na) results were generated for patients on the architect c4000 processing module. The customer provided the following results: (B)(6): initial 114, retest 138 (on (B)(6) 2021), (B)(6): initial 115, retest 142 (on (B)(6) 2021). There was no reported impact to patient management.

Manufacturer narrative:
(B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer service center specialist (csc) instructed the customer, over the phone, to replace the ict module, the diluent, and the onboard solutions, which resolved the issue. The c8000 ict module (ln 09d28-20) on the architect c4000 (serial number (B)(6)) was determined to be the cause of the issue. A review of the service history for the architect (B)(6) revealed no contributing factors on or around the time of the issue. A review of tracking and trending for the c8000 ict module was reviewed and no trends were identified. Additionally, a review of the architect c tracking and trending data in the alinity c/architec cc monthly product monitoring review (pmr) scorecard found no trends for the architect c4000. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and determined to provide adequate information regarding the troubleshooting of erratic/discrepant results and includes instructions for the removal, replacement, and verification of the c8000 ict module (ln 09d28-20). Based on the investigation, no systemic issue or deficiency was identified for the c8000 ict module or the architect (B)(6).